Event description:
It was reported that the insertion of the iab was performed in the cath lab and was very traumatic. The sheath was inserted approximately 2/3 of the way when the iab was inserted and positioned. No augmentation was realized. The physician had been holding his hand over the insertion site due to bleeding. When he removed his hand, blood spurted out along the side of the sheath. The iab was removed and replaced with no add'l complications.